Event description:
It was reported that the customer was hospitalized for low blood glucose levels. It was stated that the medical doctor made an adjustment to the basal rates four days prior to the hospitalization, and the customer experienced low blood glucose since the basal rate change. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this repot complete to the best of our knowledge.